Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by diabetes educator, that the customer was hospitalized due to severe hypoglycemia. They believe there was something wrong with the pump. The customer was taken to emergency room by paramedics. The customer's blood glucose at the time of incident was 23mg/dl. Customer's current blood glucose was 73mg/dl. The customer treated with glucose in IV drip. The insulin pump passes displacement test. The customer was advised to monitor pump and blood glucose. The buttons were hard to push. Customer decided not to replace pump for any keypad issues as it was just the make of the pump.